Event description:
It was reported that the pump appeared not to charge as expected, with the battery level decreasing from approximately mid-range to a lower level while connected, consistent with a charging performance concern. Customer care provided assistance by directing the user to switch power outlets and monitoring the charge. Investigation of this case revealed that the device charged successfully after moving to a different outlet, with the battery increasing to a high level and no further issues reported. Symptoms included no changes in blood glucose and no patient adverse effects. Outcomes included no clinical impact and no need for medical care. It was concluded that the event was attributable to an external power source issue rather than a device malfunction.